Manufacturer narrative:
Age at time of the event: 70-75 years old. Date of event and patient death: approximately 2 years ago. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient developed complications and died following an angiojet procedure. An angiojet® zelantedvt¿ catheter was selected for use during a patient procedure involving an iliofemoral deep vein thrombosis. No device malfunction was reported during the procedure, but the patient developed multi-organ failure, diffuse hemolysis, and bleeding following the procedure. The patient required intubation, dialysis for borderline renal function, and extreme supportive care. The symptoms occurred within minutes to hours of the event (not specified). Despite life-saving measures, the patient died.